Manufacturer narrative:
Device evaluated by MFR: promus element plus ous, mr, 3.0x 28mm stent delivery system (sds) was not returned. A visual examination found that the stent detached from the sds. The stent was damaged and returned on a mandrel and partially covered by a stent protector. A review of the batch records for the stent crimp force, the crimp temperature and the maximum crimped stent profile for the catheter batches all meet the specifications. The stent protector ID (inner diameter) was measured and is within specifications. Based on the specified stent protector profile and the maximum crimped stent profile for this finished goods device shows there is no issues to note with the interaction between the two components. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, 3.00x30mm, eccentric, de novo target lesion was located in the mildly tortuous and non-calcified right coronary artery. A 3.00x28mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, upon insertion of the device into the guide catheter, it was noted that the stent had already dislodged outside the patient's body. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, 3.00x30mm, eccentric, de novo target lesion was located in the mildly tortuous and non-calcified right coronary artery. A 3.00x28mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, upon insertion of the device into the guide catheter, it was noted that the stent had already dislodged outside the patient's body. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.